Event description:
It was reported that the patient had a malfunctioning artificial urinary sphincter (aus). The physician tried to cycle the device but it was not possible, therefore a fluid leak was suspected. A replacement surgery was performed and it was noticed that there was no fluid inside the system and the origin of the leak was not identified. No patient complications were reported.